Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead has developed tricuspid valve damage and/or valve stenosis. The physician inquired if the presence of an rv lead could contribute to this type of damage. Boston scientific technical services (ts) indicated that although unlikely it is plausible. The patient was referred to another physician for consideration of lead extraction.